Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the medication leaked from the hub of the 25 g bd integra¿ needle. No medical interventions were reported.

Manufacturer narrative:
Results: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage other regarding item # 305311 with lot # 6139911. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. No photos or samples were received in the columbus plant for evaluation therefore failure mode could not be verified and root cause could not be determined. Investigation: no samples received. Conclusion: root cause cannot be determined without samples.